Event description:
It was reported to baxter (B)(4) that a colleague infusion pump experienced a "noisy fan/power supply." It is unknown when or in which care area this event occurred. This event may have interrupted delivery. There was no report of patient injury, medical intervention necessary, or adverse event in association with this condition. No additional information is available. This involved a colleague version 1.7 infusion pump with a user interface module master software version 7.01.00.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states (us); therefore, it does not contain a us 510k number. However, this MDR is being submitted because it is the same as or similar to a product distributed within the us. The device was returned to baxter and is currently awaiting evaluation. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: the condition of a colleague infusion pump with "noisy fan/power supply" was confirmed during product evaluation. The root cause was determined to be a damaged fan assembly inside the rear case. However, no repairs have been performed at this time. Should additional information be received, a follow-up medwatch will be submitted.